Event description:
It was reported that while using our sc6002xl pt monitor, the user smelled a burnt odor. Upon close examination it was observed that the battery and monitor housing was slightly burned (melted). No pt impact was reported.